Event description:
Dr was performing a knee scope and a piece of the cannula tip broke off in pt. It was not realized until later and pt had to be brought back to remove the cannula tip. There were no complications to the pt.